Event description:
Since it could not be determined which lead was the ventricular lead from available information, both the atrial and ventricular leads were reported. It was reported that a lead warning for the ventricular lead occurred about a year ago. The lead had switched from bipolar to unipolar pacing, and the impedance was higher in unipolar than in bipolar. It was also noted to have unsuccessful paces prior to and after the lead warning on impedance/pacing trend. The ventricular lead was noted to be capped and replaced, and the atrial lead was noted to be inactive. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.